Manufacturer narrative:
Philips service replaced the pdm low voltage power supply (dcps) and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that defective low voltage power supply in m-cabinet on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.